Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system. The valve was prepared and loaded by the clinical nurse in the catheter lab. The abbott representative provided instructions and observed that the valve was properly prepared and loaded. When the loaded valve was deployed in the patient, it was noted that one of the stent struts was twisted. The valve was not used. A new 23mm navitor valve and flexnav delivery system were chosen for procedure and loaded. The second valve was deployed uneventfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as recovering.

Manufacturer narrative:
An event of stent post deformation was reported. It was indicated that while deplloying the valve in the patient it was observed one of the stents struts was twisted. The navitor valve was returned for analysis and there was no evidence of damage or anomalies with the stent. Blood/body fluids were observed to be entangled in areas of the aortic section of the sten. The reported event of stent post deformation is consistent with loading difficulties which could have caused the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to manufacture, design, or labeling.